Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the database corruption error was occurring. A replacement viewing station of the imaging system computer was shipped to the site. The representative reported that the replacement computer was faulty and a new replacement computer was shipped to the site. The representative then replaced the viewing station of the imaging system computer on 4 february 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect computers have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, when attempting to send patient exams to electronic picture archiving and communication systems (pacs), an error message appeared stating "database corruption". No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the suspect computer for the imaging system was completed by medtronic personnel. The computer was found to have a corrupted database when installed into a known operation imaging system. The software for the computer was reloaded and the unit functioned as designed. Analysis on the suspect viewing station of the imaging system computer was completed by medtronic personnel. Testing was unable to confirm the corrupted database issue although physical damages were noted on the unit.